Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/20/2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/15/2019. Investigation summary: it was reported assembly incorrect implantable. An empty opened foil of product code j772, lot mjm181 and a winding former with eight needle-suture combinations of product code pdp771 were received for analysis. During the visual inspection of the sample received, the product code on the foil and the paper lid were different and only a batch number could be identified on the foil mjm181. A further investigation was performed on the lot number mjm181, code j772 and the previous lots manufactured to this lot did not find neither that belong to code pdp771 on the paper lid. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. As no conclusion could be reached as to what may have caused the reported incident since the lot of product code pdp771 is unknown and could not be tracked.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/22/2019. Corrected investigation summary: it was reported assembly incorrect implantable. An empty opened foil of product code j772, lot mjm181 and a winding former with eight needle-suture combinations of product code pdp771 were received for analysis. During the visual inspection of sample, a mismatched between the product code j772 of foil and the product code pdp771 of paper lid on winding former were observed. Also, the samples into of winding former were examined and belong to product code pdp771. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of sample received, the assignable cause of assembly incorrect implantable is mixed product code.

Manufacturer narrative:
Pc-(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, it was found that there had been a different suture in the package than expected. There were no adverse consequences to the patient. No additional information was provided.